Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, essure (fallopian tube occlusion insert) was placed. At that time, consumer was (B)(6). Consumer experienced essure placement painful, suffer from hand, excessive sweating, pain on chest, suffer from neck, suffer from ribs, weird lump that they had removed from ribs, and swollen rib below chest. She reported problems with movements, work-related problems and problems with daily tasks. She is already one and a half year at home. A blood test showed too high white blood cells. A scan and an ultrasound were performed, however, the results were not provided. It was not reported that tests does not say that it is specific for check of position of essure. Femur fracture was diagnosed. She contacted a doctor and received physical therapy. Treatment planned included removal of essure. She has not recovered. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced suffer from hand. Essure removal was planned. This event is listed in the reference safety information for essure. Pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 30-sep-2016: this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing:l the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: pain in extremity: the analysis in the global safety database revealed 41 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced suffer from hand. Essure removal was planned. This event is listed in the reference safety information for essure. Pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since device removal will be required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.